Manufacturer narrative:
No on-site field service call was initiated. Beckman coulter customer technical support (cts) guided the customer to use the system diluter functions to remove a clot from the overflowing bath. Once the clot was removed, the customer tested the system to assure that the white blood cell bath was filling and draining correctly. System start-up was performed and passed. (B)(4).

Event description:
The customer reported to beckman coulter that a few milliliters of fluid leaked from the overflowing wbc (white blood cell) bath of the coulter act diff 2 analyzer. The customer opened the instrument and confirmed the wbc bath was overfilled and overflowing. The leak was not contained within the instrument. There is no reports of any injuries or exposures to any laboratory personnel. No erroneous results were generated.